Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: during investigation, the black box was reviewed and showed loss of prime due to low non-zero force. During testing, no loss of prime alarms occurred. The complaint was not duplicated during investigation. Unrelated to the complaint, evaluation revealed a dim, discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a frequent loss of prime issue with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.